Event description:
A high reading issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results compared to unspecified readings obtained on the competitor brand device. The customer noted a diagonal upwards trend arrow, which indicates glucose is rising (between 1 and 2 mg/dl per minute). The customer lost consciousness and self-administered insulin (dose/type unknown) for treatment. The customer contacted a healthcare professional who obtained a blood glucose test, but no further treatment was provided. There was no report of death or permanent impairment associated with this event. A sensor result of 21.70 mmol/l was compared to a competitor brand device reading of 7.30 mmol/l. When plotted on a parkes grid, the results fell into the c zone. Another sensor result of 22.70 mmol/l was compared to a competitor device reading of 5.20 mmol/l. These results fell into the d zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.